Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted the patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to urinary incontinence. Following implantation the patient experienced recurring bladder infections, difficulty with urination, abdominal pain and discomfort, tenderness on right side, worsening urinary incontinence, abdominal bloating/distention and fear of intimacy. It was reported the patient had surgery to excise mesh on (B)(6) 2011 due to recurrent bladder infections extreme pain in abdomen. No additional information was provided. (B)(4).